Event description:
It was reported that this implantable pacemaker had a product performance anomaly. This pacemaker remains in service and will not be returned. No adverse patient effects were reported.